Event description:
Additional information received reported that when the patient was having the pain, it was so severe that the patient could not move.

Event description:
Additional information was received and it was reported that the pump was checked following the event and the patient was told that there was ¿no disturbance in the pump¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: unk; catheter model: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Event description:
It was reported that patient was diagnosed with infection, (B)(6). Patient was dissatisfied with her healthcare provider (hcp) and had changed hcps. It was further added that patient experienced severe pain right at pump site that lasted about two minutes. It occurred during a severe thunderstorm as patient was standing right by a tv that was on and near two windows; it occurred about 3:15pm on (B)(6) 2012. Patient had pain radiating all the way up right shoulder and she could hardly breathe. Patient did not hear any alarms. Drug delivered via the device was fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.